Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range shock impedance measurements of around 140 ohms. Boston scientific technical services (ts) was consulted and discussed that the rv lead is a single coil lead which can have higher shock impedance measurements. After further review the clinic opted to continue monitoring her patient via the remote home monitoring system. It was noted that when the patient presents for the next follow up visit, the remote home monitoring alert for shock impedance measurements will be increased to 150 ohms. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.